Event description:
Healthcare professional reported that the pt had significant coagulopathy which resulted in pt's death. During implant it was noticed that there was a significant amount of oozing through the graft. Physician wonders whether this is a pt related variable or something related to the graft. The valve remained implanted and therefore, will not be returned for evaluation.